Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigation. Failure analysis investigation found that the instrument pitch cable was broken at the distal clevis hub. The cable segment that contained the crimp was still installed in the clevis. No other damage or wear marks were observed on the clevis. Additionally, no missing pieces were observed during failure analysis investigation. A device history record (DHR) review for this device was conducted and did not find any non-conformances that would affect any material of the final product and/or the quality or performance of the instrument. Based on failure analysis investigations, there were no missing material which confirms no fragments would have fallen into the patient; however, this complaint is being reported due to the broken pitch cable found during failure analysis investigation.

Event description:
It was reported that during a da vinci surgical procedure, the double fenestrated grasper instrument would not react properly in movements, flexion, extension or rotation. Although the planned procedure was completed and there was no report of patient injury, it was noted a fragment may have been retrieved in the patient during the procedure. Intuitive surgical, inc. (Isi) has made several attempts to reach the customer for additional information; however, attempts were not successful.